Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient¿s ins was getting low and had a return of symptoms. The ins was only lasting 3 years when first ins lasted 5 years and there was poor comm with and without antenna. The caller stated the hcp thought there may be an issue with the patient¿s leads as the ins only lasted 3 years and patient had a couple falls. The caller mentioned the patient had their ins replaced yesterday ((B)(6) 2019) and hcp found the leads to be intact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the event was unknown. It was stated that the "wires were ok when it was replaced, so they felt it was the battery itself that was the issue. The neurologist didn't feel that the increases in parameters should have taken it down so far." Replacement of the ins resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the consumer was seeing poor communication both with and without the antenna attached to the patient programmer (pp). It was stated they wanted to check battery status after having an appointment with managing healthcare provider (hcp) on tuesday where they were informed the battery was low and needed to be replaced. They mentioned the ins "only lasted 3 years and was supposed to last 5" and they don¿t know why. On tuesday the ins voltage was at 2.3 and the patient was told the ins might "die." It was reviewed poor communication may be due to ins reaching 2.2v eos. The patient had a loss of therapy today and is "more shaky." They indicated they had spoken with the implanting physician's office and they were trying to get them in within 1-3 weeks. It was stated the patient would need to increase their sinemet in the meantime. The consumer was redirected to follow-up with their hcp for scheduling and symptom management.